Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed that there was an under-insertion between the tubing and the drip chamber. A push-pull test was performed, and the tube detached from the chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the drip chamber was redesigned. This set was manufactured prior to the design change. The second set was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets came apart (separated), one at the luer lock and the other fell apart under the drip chamber. This was identified during set-up. There was no patient involvement. No additional information is available.